Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 557221.

Event description:
It was reported that the patients midline paddle incision began draining after the physician removed the staples. It was also noted that the lead wires were exposed. The patients wound had been irrigated and underwent a spinal cord stimulator (scs) system explant procedure. The patient was given antibiotics and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.